Event description:
During a uae after the ir injected pva's, he said there was something wrong with pt's arteries and stopped the surgery. He said pt should come back because he didn't have the right instruments. After the surgery the fullness in pt's pelvis seems worse. Pt had severe pain after the embolization. It lasted about a week, and pt felt very weak and tired. Pt had to stay out of work for a month. Pt is considering a hysterectomy because of pain in the front of their uterus where fibroids are. The pain is worse since the uae.